Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaint with the same failure mode for this serial number. ¿ case: 1673315 ¿ narcotic refrigerator failure a review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie could not be recovered and cubie could not be dislodged. A field service engineer arrived onsite and inspected drawer row board led lights to be very dim. Ran hta and tried to pop/release pockets but none on row a were showing up. When selecting the pocket(s) in row a row the pocket in row b would release. Powered unit down and removed the side panel of fh drawer 5 and removed tray. Upon removing, multiple med packets and a liquid spill were noticed. Cleaned as much of the liquid as possible and also removed a lot of meds from between the pockets found throughout the drawer. Retrieved a fh cubie tray from vehicle and replaced. Updated firmware on cubie tray and placed each pocket back one by one to test in order to make sure they were still functional. All pockets in row a and throughout drawer worked fine. Booted to application in which customer recovered the pocket and reloaded the med in pocket a1. No other issues found. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system cubie cannot be recovered, and cubie could not be dislodged. Upon investigation found that the multiple med packets and also a liquid spill with the drawer. There were no adverse events or injuries reported based on this incident.